Event description:
It was reported the left ventricular lead demonstrated high impedance measurement and would not capture. Fluoroscopy was performed and the lead connector had pulled out of the device header. Revision procedure was performed and the lead connector was reinserted into the device header. The impedance measurements were not satisfactory. Fluoroscopy was performed and it was noted that one of the lead's electrodes was not in contact with the epicardium. The lead was then removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6725 implantable lead adaptor (B)(6) 2013; 6984m implantable lead adaptor (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 17 cm. A distal portion was received measuring 17 cm. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.